Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on available information, the reported incomplete coaptation/slda (single leaflet device attachment) and device damaged by another device were results of procedural conditions (dislodged during additional clip placement). The reported poor imaging is related to procedural conditions (difficult echocardiac window). There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4+. The first clip was deployed without issue. A second clip was advanced and positioned, as the clip was being positioned it made contact with the first clip causing the first clip to detach from the posterior leaflet and remained attached only to the anterior leaflet in a single leaflet device attachment (slda). The second clip was able to be positioned in a location that both stabilized the slda and further reduced mr to grade 2+.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4+. The first clip was deployed without issue. A second clip was advanced and positioned, as the clip was being positioned it made contact with the first clip causing the first clip to detach from the posterior leaflet and remained attached only to the anterior leaflet in a single leaflet device attachment (slda). The second clip was able to be positioned in a location that both stabilized the slda and further reduced mr to grade 2+.